Event description:
Doctor was suturing a polysorb stitch and the device was not switching the needle from the prongs. The suture then broke in half. The suture was then removed from the body in its entirety (2 pieces).